Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and ECG testing without duplicating the report. The device was recertified and returned to the customer. Review of the activity log observed multiple check pads, poor pad contact, and ECG lead off messages. Theses prompts are expected if there are one or more leads are not properly connected and/or if the device detects an invalid impedance. The log suggests poor patient coupling, or accessory related faults. Accessories used during the event were not returned as part of this investigation. No trend is associated with reports of this type.